Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of hypotension is a known potential adverse event listed in the product instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that during a stenting procedure in the right internal carotid artery, prior to the placement of the embolic protection device, the patient experienced hypotension which was treated with neo-synephrine and dopamine. The patient's hypotension continued during and after the procedure. The patient was given atropine prophylactically for a heart rate 57-62, although the patient's heart rate varies from 50-70. The neo-synephrine was discontinued the same day. The dopamine was discontinued one day after the procedure. The hypotension resolved within 48 hours and the patient was observed and discharged home three days after the procedure. There was no reported adverse patient sequela. There was no additional information provided.